Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced scrotal pain and infection. The patient underwent a revision surgery, during which the pump was removed, a washout was performed, and a new pump was implanted. There were no device issues and no further patient complications reported.